Manufacturer narrative:
05-nov-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via e-mail and stated that the tampon looked like it was broken into pieces. No injury was reported.

Manufacturer narrative:
17-dec-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via e-mail and stated that the tampon looked like it was broken into pieces. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that the tampon looked like it was broken into pieces. No injury was reported.